Manufacturer narrative:
External insulation abrasion was noted at 7.3-7.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy. External insulation abrasion was noted at 8.4-8.7cm from the connector pin and 49.3-49.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that lead fracture was also noted.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise was reproduced in-clinic with the noise as large as the r-waves at times. The patient is an exercise fitness enthusiast with at least one of the inappropriate therapy episodes coinciding with the patient working out. The lead was extracted and replaced. The patient was in good condition following the surgery.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.